Manufacturer narrative:
The field service engineer determined that a sample probe at the wash station was misadjusted. The sample probe was replaced and adjusted correctly. The rinse tubing was checked. Precision studies and quality controls were run successfully. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found a sample probe was misadjusted at the wash station. The fse replaced and adjusted the sample probe. The fse checked the rinse tubing and ran successful precision tests. The customer ran successful qc. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ca (calcium) assay on a cobas c 503 analytical unit. The sample initially resulted in a ca value of 7.9 mg/dl and repeated as 10.7 mg/dl. The repeat result was deemed correct. The questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.